Event description:
The pt reportedly was experiencing intermittencies after falling and hitting her head near the implant site. External equipments were exchanged; however, this did not resolve the issue. The pt discontinued using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt reportedly became a non-user of the device and the device will not be explanted. A review of device history record was completed and no anomalies were noted. The company believes that the pt experienced in-situ failure. This is the final report.